Event description:
It was reported that a spectrum pump delivered at a higher rate than expected after the primary infusion was completed in the pediatric intensive care unit during therapy (medication, programmed amount and delivery rate unknown). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.